Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side possible "leak", and looking "smaller" as well as "rippling". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Patient reported left side possible "leak", and looking "smaller" as well as "rippling". Device was explanted.